Manufacturer narrative:
(B)(4). Retainer ring = black, on (B)(6) 2021 customer alleged pump has received pump error alarms and pump's battery lasting less than 1 week. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and stained keypad overlay. Pump successfully downloaded traces and history file using thump. Unit passed displacement test, active current measurement, sleep current measurement, and self test. Pump trace download analysis confirmed the pump alarmed pump error and replace battery now alarm. The power management graph confirmed pump error and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. In summary, customer allegation for pump receiving pump error alarms and pump's battery lasting less than 1 week was confirmed when pump error and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
Information received by medtronic indicated that insulin pump had low battery alarm or short battery life and replace battery alarm. Customer did not receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. Customer stated that the alarm was clear and able to rewind process. The device will be returned for analysis.